Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive keypad during testing due to an unlocked keypad connector. No corrosion or water damage was noted on the keypad traces. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
It was reported that a button on the customer's insulin pump was not working. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 212 mg/dl. Nothing further was reported.